Event description:
Information was received from a consumer regarding a patient that had been receiving clonidine, bupivacaine and morphine, dose and concentrations were not reported via an implantable pump. The indication for use was spinal pain. It was reported that about a year ago there had been an incident with the pump malfunctioning and the patient had not recovered from that. The reporter stated that the patient had a pocket fill done 3 times and they were using the template but the technician was only filling the pocket which overdosed the patient and almost killed him. Per the reporter this occurred in (B)(6) 2016. Per the reporter they actually did kill him but they were able to bring him back. The reporter also stated that the pump has been empty since about (B)(6) 2016. The patient did not currently have a healthcare provider and requested physician listings. No further patient complications were reported.